Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "patient do not autoclave the cloth used to keep items". The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event diagnosis, the patient was hospitalized and treated with amikacin injection (80mg, every 72 hours, intraperitoneal, ongoing), ceftazidime injection (1g, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, stat, intraperitoneal, discontinued on same day) for peritonitis. The patient recovered from the events on an unknown date. Pd therapy is ongoing. It was reported retraining is on the proper aseptic technique was completed. No additional information is available.